Event description:
Approximately three months after implant, this patient developed high power and had their pump explanted. The on-site vad coordinator disassembled the pump and confirmed the presence of thrombus.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The hvad® pump ((B)(4)) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that pump ((B)(4)) met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts"/ "low flow" alarms that correlate with the reported event. Investigations of complaints with similar circumstances were reviewed; an increase/ in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. Pathological analysis at the hospital confirmed the presence of thrombus; the cause and origin of the thrombus cannot be conclusively determined. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.